Manufacturer narrative:
(B)(4). Based on the manufacturing record review, all process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint type. There were no discrepancies or defects found during the mrr (manufacturing record review) that are related to the complaint type reported. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye of a patient in a secondary procedure. The exact date of the explant is unknown (but the best estimate for the date has been used). After the implant of the lens, the patient had stated that he had a glare about 30 degrees from top center, and that the implanted lens was not polished correctly. In addition, the patient stated that he was myopic. He further stated his vision was 20/20 and that his doctor had told him he was fine. Furthermore, the patient stated that before the lens was implanted, he would see floaters and blue flashes and he has a cupping of his ocular nerve package, which he said resulted in blind spots. He also said that before the surgery, he started being treated for glaucoma with dorzolamide hydrochloride/timolol maleate (cosopt)and was continuing to take the drops. He also stated that the second day after implantation, he started to see scattered streaks and scratching patterns as well as glare. The lens was replaced with an alcon lens and the patient stated that he was still seeing the scratching pattern and his vision was still currently poor, as he believed that the surgeon stitched the lens in too tightly thus warping the optic and compromising the planar surface of the lens with the retina.